Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the coupler to resolve the issue. The system was tested and verified as ready for use. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) for phone assistance regarding the surgeon side console (ssc) foot tray not moving. The tse requested for the customer to check for obstructions. The customer did not find any obstructions. The customer elected to move to a secondary ssc. The site was completing the procedure as planned with no reported injury.